Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic generator triggered a connection failure after about an hour and a half. The harmonic ace instrument was assembled and disassembled several times. The hand cable was changed and the generator was restarted numerous times. However, a new harmonic ace insert had to be used to continue. After about an hour, the same error occurred. The harmonic ace instrument was assembled and disassembled and the handpiece and core cable were exchanged. A third harmonic ace insert was used. At the end of the procedure, the surgeon tested the first insert. The instrument broke and a piece fell. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument was inspected prior to use with no issues identified. The surgeon noticed that on arm 2, where the clamp was inserted, was trembling during the procedure. Reportedly, no intraoperative collisions occurred and no resistance was felt removing the instrument through the cannula. The instrument was in use without issue for approximately 1.5 hours and the surgery was over when the surgeon ran a test and the blade broke. The surgeon believes it is a problem with the batch, considering that it only happened with inserts from the same batch. The customer stated there was no injury and the patient has not returned to the hospital with any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke roughly .197 from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. A review of the submitted photograph and video snippet was performed by the isi quality investigations failure analysis engineer (fae). The fae identified the blade detaches around the 14 second mark in the video from what appears to be a line on the blade. It's unclear whether the line is a crack or scratch, however the blade can be seen detaching from that point. The review was unable confirm any damage on the instrument from the video, however- any scratches, cracks or damage to the harmonic blade may lead to blade failure.